Manufacturer narrative:
The fogarty embolectomy catheter involved in this case was received for evaluation. The report of balloon burst was confirmed. As received, the balloon was found to be ruptured at the central area. Both balloon windings were intact. The edges of latex did not appear to match up. Through lumen was patent without any leakage or occlusion. No visible damage was observed on the catheter body. The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met, and inspections passed successfully. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect. The root cause for this event could not be established. The IFU was reviewed and it indicates "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter". Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient with this fogarty embolectomy catheter, the balloon burst. There was no allegation of patient injury. The device was received for evaluation and the edges of latex of the balloon did not appear to match up. Patient demographics unable to be obtained.